Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently seen and it was noted that this device was in safety core. Boston scientific technical services (ts) was consulted and suggested immediate device replacement. The patient was currently in hospice care, so it was determined not to replace the device. The patient later passed away from unrelated causes. To date, no adverse patient effects have been reported.